Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not release the clips once attached. The medium-large clip applier instrument was bent and was not functioning properly. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: while the surgeon attempted to clamp on vessel or tissue, that's when the clip applier incident occurred. Clip applier had motion issue, and it was related to instrument not moving when surgeon commanded movement. The issue was resolved by using another clip applier and there was no patient injury.